Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a loud noise and overheated. It was determined that the device reflected heat with a reading of 119.2 degrees fahrenheit which was greater than the manufacture¿s specification (119.2 degrees fahrenheit; specified reading was temperature shall not exceed 118 degrees fahrenheit). It was determined that the device reflected noise with a reading of 80.3 decibels which was greater than manufacture¿s specification (80.3 decibels; specified reading was sound level must not exceed 76 decibels). It was observed that the drive shaft was broken. It was further determined that the broken drive shaft was consistent with using excessive force while the motor was in use. It was determined that the broken drive shaft was what caused the noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse/ misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a preventive maintenance (pm)/pre-surgery, it was observed that the motor device was overheating. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.